Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered two shocks in different episodes due to noise and oversensing. It was also noted that the amplitude has been decreasing. Additionally, the smatpass feature was disabled. It was decided to deactivate the therapy. A follow up will be performed in order to further evaluate the system, x-rays were performed which showed suboptimal electrode position. The therapy of the patient remains disabled, and a system revision will be performed in the near future. At this time, this system remains implanted. No further adverse patient effects were reported.